Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient was recharging too frequently. The patient would charge their implantable neurostimulator (ins) to 100% full, and the next day they would be at empty or near empty again. This had happened once in 2016 and another time the week of (B)(6) 2016. The next day, it was reported the patient¿s implantable neurostimulator (ins) was not taking a charge. The patient¿s stimulation had stopped on (B)(6) 2016 because it had become depleted. The patient recharged for 2 hours on that day, but the patient programmer had shown that the ins did not take a charge. The patient then recharged again the next day for 2 hours but the patient programmer again showed the ins was not taking a charge. It was noted the patient had never seen the full insr battery screen, also stated as a full ins battery screen. It was unclear how full the patient had been charging their ins as this information conflicted with what was previously reported. The full ins battery screen had reportedly not been seen since implant. Recharging best practices were provided. The patient had difficulty charging; at first the patient started seeing the recharge status screen with 0 coupling bars and the ins had a blinking battery between half and full. The patient checked with their patient programmer and it showed the ins charge level was at 1/4 full. After using the recharger again, and with troubleshooting, it was determined that the ins was taking a charge. Coupling bars between 6 and 8 (out of 8) were achieved. The ins battery level was actually blinking between 1/4 and 1/2 full enough to have stimulation turned on. The patient¿s stimulation was normally at 2.4 but they would turn it up to 2.8 if their back pain would get ¿real bad.¿ it was noted the patient had an appointment on (B)(6) with their health care provider. Follow-up information reported from the steps taken to resolve the battery not showing as charged to full was that they ¿set up the antenna better.¿ the not charging to full had been resolved. Additionally, it was reported that the steps taken to resolve the coupling and difficulty charging was that they ¿reset antenna.¿ the coupling and recharging difficulties had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.